Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The needle complaint could not be confirmed because the needle was not returned, only the sensor. The cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Event description:
It was reported that the customer received lost sensor and weak signal alarms. His blood glucose level was 113 mg/dl. He also had sensor and blood glucose reading issues. One sensor was slightly bent and had blood on it. The customer's transmitter did not blink when connected to the sensor. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.